Manufacturer narrative:
Usage of device: initial use of device.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Following observations were made during the engineering evaluation: the device was returned on a guide wire. Approximately 5 mm of the device was expanded at the tip and was compressed distally approximately 4 mm. The guide wire did not move in the lumen upon attempts to pull the wire from the proximal and distal ends of the delivery catheter. The deployment knob was pulled out approximately 33.5 cm. Excessive force - deployment aborted could cause the event. Based on the device examination performed, no manufacturing anomalies were identified.

Event description:
The patient was treated for an aortic debranching procedure where a gore® viabahn® endoprosthesis was used in the mesenteric artery. It was reported to gore that when device deployment was initiated a high friction was observed and it was difficult to pull the deployment line. Based on the friction and the deployment difficulties the decision was made to remove the half deployed device through the sheath without any complications for the patient. The procedure was finished implanting two advanta v12 from atrium.